Manufacturer narrative:
The site declined to provide patient information, per (B)(4) privacy laws. No parts have been received by manufacturer for analysis. (B)(4) 2015 a medtronic representative, following-up at the site, reported the navigation system computer was replaced, patient archives from this event are no longer accessible.

Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system became unresponsive. In trouble-shooting, a system re-boot restored normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿ on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿